Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of expanded glenosphere and locking screw due to backing out.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of securing the glenosphere at an angle relative to the baseplate at the time of original implantation, which prevented full engagement of the locking screw and allowed for disassembly.

Event description:
Index surgery: (B)(6) 2015. Revision of expanded glenosphere and locking screw due to backing out.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of securing the glenosphere at an angle relative to the baseplate at the time of original implantation, which prevented full engagement of the locking screw and allowed for disassembly.

Event description:
Index surgery: (B)(6) 2015. Revision of expanded glenosphere and locking screw due to backing out.